Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (negative for influenza a/b). The same sample was retested on a different cobas liat which yielded a negative result for all targets. A new sample from the same patient was collected and tested on the same cobas liat as the initial test and yielded a negative result for all targets. All results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. Possible causal factors may be sample processing related including off-label collection, reagent kit/tube storage and handling, or sample collection and handling. This is a run-specific issue and the reagent is performing as expected. Although a root cause cannot be identified with the information provided, the result is likely a true positive for sars-cov-2. Review of the provided data suggests that true amplification was generated for the sars-cov-2 target on run 1869. The investigation into the alleged lot indicates that the reagent is working as expected and a systemic product problem was not identified.